Event description:
Pt reported that one of the pumps he received on (B)(6) (sn (B)(4)) is asking for a code when he attempted to use it. Pt reported that he just opened the box with the pumps now and therefore, the pumps did not have batteries in them for several days and the pump program has been lost. Determined that the other pump that he received on the same day still has the program intact, will plan to send replacement pump for the one in which the program was lost. Dose or amount: remodulin 130nkm, frequency: continuously, route: sq. Dates of use: from (B)(6) 2017 to present. Diagnosis or reason for use: pah.